Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the cause of the reported issue is due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer was experiencing a burning sensation when insulin is being delivered. It is unknown if the customer's blood glucose was impacted. Tandem customer service attempted to gather additional details and infusion set information.